Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly. No further testing could be performed due to the blank display.

Event description:
The customer stated that the display goes blank whenever a button is pressed. The reported blood glucose reading was 190 mg/dl. The customer stated that the insulin pump had alarmed button error. Nothing further was reported.